Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the batteries were due for replacement. The fse replaced the batteries. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown when unplugged. There was no patient harm.